Manufacturer narrative:
The reported field event of output anomaly could not be confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. Normal sensing and high voltage output were noted. Analysis found that the vt1 zone was programmed to monitor only. Based on device programming, the device functionality was normal. Review of the egm provided to st. Jude medical found no undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient went into vf arrest one day post implant. The device had been reprogrammed to provide more aggressive therapy. The patient was rescued with external defibrillation, but was placed on end of life measures. The patient expired four days later. Device interrogation post patient death revealed episodes of svt and vt. No therapy was delivered for the vt episode and no alerts or therapy were provided for the vf arrest. The device had been reprogrammed to provide more aggressive therapy.

Event description:
New information received notes that the patient was geriatric and his overall healthhad deteriorated in the weeks preceding. The changes in patients health had contributed to a change in intrinsic morphology which had caused undersensing.